Event description:
Initial reporter indicated to a manufacturing consultant that their (B) (4) handheld computer would repeatedly freeze on the interrogation successful screen. A flashcard reinsertion did not resolve the screen freeze events. The handheld and 7.1 programming software were returned for product analysis. An analysis was performed on the returned flashcard and the alleged screen freeze was confirmed. No other issues were observed with either the flashcard or software.